Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter did not retract when the button was pushed. The following information was provided by the initial reporter: also needle did not retract when the button was pushed on both 20g and 22g catheters from these lots.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter did not retract when the button was pushed. The following information was provided by the initial reporter: also needle did not retract when the button was pushed on both 20g and 22g catheters from these lots.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2025646. D.4. Medical device expiration date: 31-dec-2024. H.4. Device manufacture date: 26-jan-2022. H6: investigation summary the needle and shield were not returned for investigation, so the functionality of the safety mechanism could not be tested. A device history record review showed no non-conformances associated with this issue during the production of these batches.